Event description:
It was reported that following an unrelated surgery where the ipg was not set to surgery mode, the patient's ipg was unable to communicate with external devices. A manufacturer representative was unable to repair the ipg. In turn, surgical intervention may take place to address the issue.

Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient underwent surgery for an ipg replacement. No complications and therapy was restored.

Manufacturer narrative:
A patient underwent an unrelated surgery wherein the patient's ipg was not placed into surgery mode was reported to abbott. As a result, the patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.